Event description:
It was reported that upon receipt of purchase order. The external shipping box was observed to be in good condition with no visible damage; however, the product inside was found to be damaged, specifically noted to have a hole, rendering it contaminated, dirty and unsuitable for use. In addition, a quantity discrepancy was identified, as only one unit was received instead of the expected one case of five units, as indicated in the packing list documentation. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.